Event description:
It was reported that the user replaced a freestyle libre 3 plus and pairing to the ilet failed resulting in a pairing failed alert and intermittent or absent communication between the sensor and the ilet; the issue involved communication functionality and is consistent with a device component issue involving the antenna and electrical or magnetic elements. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the sensor characterized by intermittent communication failure, with involvement of the antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.